Manufacturer narrative:
The complaint device was received by the mitek complaints department and evaluated visually, both with the naked eye and under power. The device appears to have fractured approximately halfway down the length of the device. The distal half of the device was not returned, and is presumably still implanted in the patient. Nothing can be discerned from this. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The complaint rate for this type of failure for approximately the last two years versus worldwide. Based on complaint rate and customer impact, we believe this to be an anomaly. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The rep is reporting that the surgeon performed an acl reconstruction in 2007, using a soft tissue allograft and secured the graft in the usual fashion, using the rigidfix 3.3mm cross pin system. The patient recently returned to the surgeon's office because of a protrusion on the lateral aspect of the knee at the site of the rigidfix pin implantation. The surgeon suspected that one of the rigidfix pins had broken and migrated back laterally. Two months later, the patient returned to have the protruding cross pin section surgically removed without further incident or harm to the patient. The acl seems to still be intact.